Event description:
A pt reported that on 6 october 1997 a physician implanted three implants in the upper left, upper right and lower vermilion borders. Upon deployment of the trocar the implant in the upper left vermilion border, the implant was not visible. The physician removed the device and implant and placed a second implant in the same site without any difficulty. After the procedure all sites were closed with 5.0 fast absorbable sutures. The upper left site was edematous, red and irritated that day. He directed the pt to apply cold packs to the sites, to keep the areas dry, to not apply any lipstick, makeup or creams to her lips for 7 days. On 7 october 1997 the physician noted reduced swelling at all the sites. On 10 october 1997 the upper vermilion border area was still swollen, the left more than the right side. The physician did not note any redness, irritation, bruising, bleeding, drainage, or tenderness at any implant sites. On 3 november 1997 the pt reported soreness and drainage at the left upper insertion site (exact nature of each complaint not known). The physician prescribed a seven day course of keflex. On 4 november 1997 she noted oozing of a yellow, pus like substance from the left upper exit site (exact date of onset-unknown). On approximately 7 november 1997, the physician incised, cleaned and sutured the site closed to drain. On approximately the third week of november 1997 the pt reported to the physician that she had continued drainage and a white type of lump at the left upper exit site. The physician told her that he would need to removed (exact dates unknown). The explant was not returned. The physician planned to reimplant the left upper vermilion border in january or february 1998.